Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed an abnormal appearance on fluoroscopy after repositioning the right atrial (ra) lead during implant. The physician re-tested the lead via pacing system analyzer (psa) and observed loss of capture and maximum device output. The physician then elected to reposition the lead with satisfactory measurements but shortly thereafter the patient became acutely unwell experiencing what was described as a near-arrest situation. A cardiac perforation was confirmed via echocardiogram and a pericardial drain performed. The patient stabilized and the procedure was completed without issue. No additional adverse patient effects were reported. This system remains in service.